Event description:
It was reported that while the pt was being routinely examined at the clinic, the telemetry values showed 'poor coupling to the implant'. The parents had not been aware up to this point that the pt was unable to hear. Allegedly the pt fell in 2002 and supposedly on their head.